Manufacturer narrative:
It was reported that the ventilator generated a technical error code indicating a communication error during startup. A visual inspection of the returned control printed circuit board (pcb) showed no anomalies. When the returned control pcb was installed in the reference ventilator the reported startup error code was immediately confirmed. Electrical measurements on the control pcb showed that an oscillator didn't oscillate. After applying mechanical pressure by hand to the oscillator it was possible to start simulated use test ventilation and ventilation ran for at least one hour. If the reported fault condition occurs during ventilation, ventilation will stop. It will be detected at startup through the reported technical error code and during ventilation with a related error code. Audiovisual alarms will be generated. The conclusion is that the reported problem with a communication error at startup was confirmed during the investigation. The cause was a bad oscillator on the control pcb or its soldering. This is considered a one-off component failure.

Event description:
Manufacturer's ref #: (B)(4).

Event description:
It was reported that the ventilator generated a technical error code indicating a communication error. There was no patient harm. (B)(4).